Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that daughter had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 45 mg/dl and suspended the pump and now she is at 322 mg/dl. Customer does not need to troubleshoot for the high and low blood glucose. Customer treated the high blood glucose with bolus from the pump.